Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a review of the device battery consumption on this pacemaker was requested due to concerns regarding a decrease in projected longevity observed between follow-up evaluations. Technical services (ts) analyzed the device data and confirmed the device was demonstrating normal battery consumption levels, however, farfield oversensing was observed. No adverse patient effects were reported. This pacemaker remains in service.